Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that every tampon she used fell apart upon removal and pieces were left behind. After tampon use she experienced discomfort from a swollen, red, inflamed, burning vaginal irritation that hurts if anything comes in contact. She described it as a chemical burn. She also reported she felt an infection. She has not sought medical attention.